Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated; it was reported that the vapr vue generator coagulates poorly. Service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the pin socket was corroded, which produced by fluid ingress, therefore it was replaced. The plug for connecting was defective, in consequence it was also replaced. Finally, it was found that the seal was damaged. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause can be attribute to an internal deterioration and wear of the component due to fluid ingress. Also, for the seal damaged could be to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number 1321987, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number 1321987, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the vapr vue generator coagulates poorly. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.